Manufacturer narrative:
(B)(4). Additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator has some drift in the expiratory pressure transducer and the ventilator was unable to correctly measure the exhaled volume and flow. The customer advised the patient was provided with alternative ventilation at the time of the event and there was no patient harm.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was able to be duplicated for report of "high ppeak" problem. This is isolated to tca p/n 16542 s/n bh002282 (rev. J) drift railed low a/d counts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.